Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: the vad and the associated outflow graft were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed several sharp increases in power consumption starting (B)(6) 2020 and 156 high watts logged on (B)(6) 2020. Additionally, 5 low flow alarms were logged on (B)(6) 2020. Visual examination revealed foreign material within one of the segments of the outflow graft, which may be related to the reported outflow graft occlusion event. The origin of the foreign material in the outflow graft is unclear. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathological report revealed evidence of thrombus within the pump. As a result, the reported event was confirmed. Of note, the patient received thrombolytics and the pump and outflow graft were later exchanged. The most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced a device thrombus event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125. Catalog #: 1125. Serial or lot#: (B)(6). D6a implanted date: (B)(6) 2017. D6b explanted date: (B)(6) 2020. D9: yes, return date: 21-dec-2020. H3: yes dev rtn to MFR? Yes. H5: no. H6: FDA method code(s): b01. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d10. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿outflow graft , medical device: model #: 1125 / catalog #: 1125 / expiration date: unk / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Medical device: mfg date: unk. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to a suspected thrombus and had a high lactate dehydrogenase (ldh). The ventricular assist device (vad) exhibited high watt alarms, high power, and low flows. It was also noted that the outflow graft (ofg) was occluded. The patient was given thrombolytics and the vad and ofg were exchanged. No further patient complications have been reported as a result of this event.